Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. A 0.38" guidewire was inserted into the tip of the device and slid in with no issues. The same guidewire was inserted into the hub end and it would not fit. The ID of the cannula hub was measured against the specification using a keyence vision scope. The ID of the tip of the device was measured against the specification using keyence vision scope. Introducer hub ID = measured in 2 separate depths, 0.035 and 0.026 inches, specification is 0.043 +/- 0.003 inches. Appears to be evidence of flash. Introducer tip ID = 0.039 inches, specification is 0.040 +0.002 / - 0.001 inches. Reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus nextgen femoral bi-caval venous cannula, when planning on introducing the device, the customer realized that the guidewire would not pass through the introducer hole as there seemed to be a block inside the introducer. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred.